Manufacturer narrative:
Age at time of event: middle age. (B)(4).

Event description:
It was reported that balloon rupture, removal difficulties and shaft break occurred. The 99% in-stent restenosed (isr) target lesion from a previously implanted non-bsc stent way back in 2011 was located in the proximal end of the mid left anterior descending (lad) artery. After a 7f wiseguide q4 guide catheter was placed, a 300cm non-bsc guide wire crossed the lesion. Then a 7f non-bsc guide extension catheter was advanced to the left main artery. A threader micro-dilatation catheter was also advanced but failed to cross the lesion. The wire was then manipulated with antegrade escalation all the way to the distal end of lad and successfully cross the micro-dilatation catheter which was used to pre-dilate the isr distal to the stent at 18 atmospheres and was then removed from the patient's body right after. Subsequently, a 2.5x20mm emerge balloon catheter was advanced to further pre-dilate the lesion and a 2.75x38mm promus premier drug-eluting stent was then used to cover the proximal to distal of the previously implanted stent in the mid lad. Another 2.75mmx20mm promus premier drug-eluting stent was advanced to overlap the distal end of the 2.75x38mm promus premier stent and further cover the lad artery. The stent was successfully implanted with no dissection. Post-dilatation was performed using a 3.0x15mm nc emerge balloon catheter. Dilation was started at the distal edge of the second promus premier stent at 14 atmospheres and 16 atmospheres on the distal segment of the stent. However, on the forth or fifth inflation in the proximal end at 22 atmospheres, the blood pulled back into the inflation device and the balloon ruptured. When the balloon catheter was attempted to be remove, the device would not come back. The catheter shaft was advanced to push the balloon forward but still the balloon could not be removed. The physician tried a few different maneuvers to pull the wire and the balloon at the same time and the balloon was successfully removed. The balloon catheter, guidewire, guide extension catheter and guide catheter were removed together from the patient's body. However, it was noted that the shaft broke in half near the distal end and both halves were removed intact. Another guide catheter was advanced to the lesion and everything looked fine. The physician left the lesion as it is and the procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon presented no damage or irregularities. Microscopic examination revealed that there was separation at the midshaft bond. The separated end of the midshaft appeared to be jagged, which indicates that the separation was due to tensile overload. Microscopic examination of the hypotube presented no damage or irregularities. Functional testing was unable to be performed for the balloon burst, as the shaft of the device was detached. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the device was inflated to 22 atmospheres which is above rated burst pressure. The nc emerge dfu states: "do not exceed the balloon rated burst pressure." (B)(4)

Event description:
It was reported that balloon rupture, removal difficulties and shaft break occurred. The (B)(6) in-stent restenosed (isr) target lesion from a previously implanted non-bsc stent way back in 2011 was located in the proximal end of the mid left anterior descending (lad) artery. After a 7f wiseguide q4 guide catheter was placed, a 300cm non-bsc guide wire crossed the lesion. Then a 7f non-bsc guide extension catheter was advanced to the left main artery. A threader micro-dilatation catheter was also advanced but failed to cross the lesion. The wire was then manipulated with antegrade escalation all the way to the distal end of lad and successfully cross the micro-dilatation catheter which was used to pre-dilate the isr distal to the stent at 18 atmospheres and was then removed from the patient's body right after. Subsequently, a 2.5x20mm emerge balloon catheter was advanced to further pre-dilate the lesion and a 2.75x38mm promus premier drug-eluting stent was then used to cover the proximal to distal of the previously implanted stent in the mid lad. Another 2.75mmx20mm promus premier drug-eluting stent was advanced to overlap the distal end of the 2.75x38mm promus premier stent and further cover the lad artery. The stent was successfully implanted with no dissection. Post-dilatation was performed using a 3.0x15mm nc emerge balloon catheter. Dilation was started at the distal edge of the second promus premier stent at 14 atmospheres and 16 atmospheres on the distal segment of the stent. However, on the forth or fifth inflation in the proximal end at 22 atmospheres, the blood pulled back into the inflation device and the balloon ruptured. When the balloon catheter was attempted to be remove, the device would not come back. The catheter shaft was advanced to push the balloon forward but still the balloon could not be removed. The physician tried a few different maneuvers to pull the wire and the balloon at the same time and the balloon was successfully removed. The balloon catheter, guidewire, guide extension catheter and guide catheter were removed together from the patient's body. However, it was noted that the shaft broke in half near the distal end and both halves were removed intact. Another guide catheter was advanced to the lesion and everything looked fine. The physician left the lesion as it is and the procedure was completed with a different device.